Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed unknown - "(on (B)(6) 2017: during procedure) a medical staff attached the insert to a clamp and the medical staff brought it to an operative field. A physician confirmed the device and it was found that the insert was not attached to the clamp securely. Another package of the insert was used for procedure. This event didn't affect the patient." Patient status: no health damage was reported for the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering determined that the male attachment features (buttons) of the insert were damaged, which would affect the unit's ability to attach to the clamp. It is likely that the root cause of the event was improper technique during installation of the insert, as this can cause damage to the attachment features of the insert and make it unable to remain attached to the clamp. The instructions for use (IFU) states, "to place inserts, open the clamp to spread both clamp jaws. Place the button located on the proximal end of the insert into the mounting hole. Snap the other button into the clamp by pressing forward and down on the insert with firm hand pressure. Do not press down directly on this button." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.